Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At 0419, an unspecified channel of the device was programmed to deliver an unspecified concentration of dopamine at a rate of 20mcg/kg/min and the delivery was started. No further programming parameters were provided. Between 0530 and 0944, the device sounded audible alarm tones. During the alarm conditions, the nurse reported a "significant delay in care to a critically ill patient"; however, there were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.